Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07429. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission it was seen that the left ventricular lead had loss of capture and the atrial lead had loss of sensing. The patient presented in clinic and it was determined that the leads had dislodged due to increased cardiac size. It was noted the patient was symptomatic due to the left ventricular loss of capture. The leads were explanted and replaced successfully. The patient was stable.

Event description:
New information received indicated that the patient experienced dyspnea due to the left ventricular lead loss of capture.